Event description:
It was reported that there was no capture and high impedance on both the right and left ventricular leads, and sensing difficulty. It was also reported that there was a setscrew or header issue with the device. The device was explanted and replaced; the leads were left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device was analyzed and no anomalies were found. Grommet damage was noted.